Event description:
A malfunction was reported on the pump, but no notable events were observed prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after doing so, the malfunction code did not recur. The pump was deemed safe for continued use, and the customer acknowledged the guidance to contact support if the issue reappeared.